Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device evaluation not required. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+1.5/082 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.